Event description:
Pt had finger stuck for blood and coflex bandage was applied to finger puncture site. Parents and pt came back to hospital on (B)(6), 2011, complaining of child's finger being black and blue. Dates of use: (B)(6) 2011, less than 24 hrs.